Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Event description:
Discrepant advia centaur xp folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. Patient with low folate was given supplement. There was no report of adverse health consequences due to the treatment prescribed or due to the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant folate, ferritin, tsh, bnp, myoglobin, troponin-I ultra results was due to bleach contamination in the reagent probe and wash area caused by the operator's failure to follow the instructions. The instrument is performing within specifications. No further evaluation of the device is required.